Event description:
It was reported the lead was replaced due to oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: tav102567r no anomalies found; proximal segment returned and analyzed. It was reported the lead was replaced due to oversensing. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn oversensing.